Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique, which resulted in peritonitis. The peritonitis manifested by abdominal pain and cloudy effluent and the patient went to the emergency room. The patient was hospitalized for the reported event on the same day. The treatment for the peritonitis included several unspecified antibiotics (doses, routes and frequencies not reported). While hospitalized, the patient was diagnosed with sepsis and peritoneal abscess subsequent to the peritonitis. The pd therapies were discontinued and the patient's pd catheter was removed. The patient was placed on hemodialysis and at the time of this report, they remained hospitalized with a grave condition. No additional information is available.